Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in the cartridge and notice the lens was tearing so quit using the lens. There was no patient contact.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off & missing. There is clear surgical residue on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.